Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that boston scientific technical services were contacted to evaluate this device battery consumption. It was confirmed that the battery was depleting normally and discussed that the elevated power consumption of the device is likely due to high atrial rate sensing as a result of the patient's persistent atrial flutter. It was discussed that this could be resolved by programming the device to a non-atrial based sensing mode. At this time, the device remains implanted and in-service. No adverse patient effects were reported.